Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, d1, d4, d11, g3, g4, g7, h1 and h2. Section b5: additional information received per the medical records indicate that prior to the index procedure, the patient experienced multiple blunt trauma with contraindication to anticoagulation therapy. She had a recent fall down steps with intracranial hemorrhage, traumatic brain injury and left iliac wing fracture at the si joint and right inferior pubic rami fracture. The filter was deployed via the patient's right common iliac vein. It was placed at the l1-l2 level and was in the infrarenal position without obstruction of the renal veins.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter and mental anguish related to the filter. The results of computed tomography (CT) scans done eleven years and nine months years after the index procedure indicate that the filter has an approximate 7 degree tilt. The six struts appear to cause expansion of the inferior vena cava. There was no extension into the adjacent mesentery, organs or soft tissue. There was no stenosis, perforation, fracture or abnormal bending. The scan noted that the patient had a left paramidline abdominal wall hernia that contains fat. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of a recent fall with intracranial hemorrhage, traumatic brain injury and left iliac and right inferior pubic rami fractures. The patient was deemed to have a contraindication to anticoagulation therapy. The filter was implanted via the right common iliac vein and placed at the level of l1-l2 in an infrarenal location without renal vein obstruction. Approximately eleven years and nine months after the filter implantation, the patient underwent a computerized tomography (CT) scan that indicated that the filter had an approximately seven-degree tilt. The six struts appeared to have caused expansion of the inferior vena cava (ivc) without extension into the adjacent mesentery, organs or soft tissue. There was no stenosis, perforation, fracture or abnormal bending. The patient further reported having experienced anxiety and mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.